Event description:
The patient presented to the hospital with syncope. The right ventricular (rv) lead exhibited an increase in threshold. Output was adjusted to 7.5 v at 0.5 ms, resulting in failure to capture in bipolar and unipolar configurations. The rv lead exhibited noise when the pulse generator was moved. The pulse generator was explanted and replaced, but the noise persisted so the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.